Event description:
Pt in imaging for upper gi series. While pt was lying on her right side the fluoro tower came down on her left hip. The handle on the tower of the fluoro unit had a malfunction. Radiologist and tech were both present and immediately got the pt off the table safely. Pt initially complained of left hip pain. This subsided. Pt was an in pt and nursing staff were alerted to the incident as well.